Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failure during upgrade. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred post 1.11 upgrade due to the dsclientoltp sql database being in a recovery pending state, which caused login and application errors. A technical support specialist investigated and found structured query language (sql) services were stopped, and the database could not be dropped. Following the knowledge article (ka) "proper data sync 2.0 procedure, the es database "client rebuild using the prescribed powershell script. Required services were verified as running, the application successfully synced, and the device was rebooted back to carefusion application (cfnapp) mode. The application launched successfully after reboot. The system functioned as intended after the technical support specialist troubleshot the device.